Manufacturer narrative:
This event was originally captured in ((B)(4) and reported in manufacturer report number: 1416980-2015-05486. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and septic shock. The causes of the peritonitis and the septic shock were unknown and it was unknown if the patient recovered from the peritonitis prior to experiencing the septic shock. The peritonitis was manifested by ¿severe abdominal pain¿. On the day of peritonitis onset, the patient was hospitalized for the event. On unreported date(s) during hospitalization; peritoneal dialysis therapy was stopped, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis. Additional treatment for the peritonitis event was not reported. After being hospitalized for eight days, the patient was discharged. Six days later, the patient was re-hospitalized for nine days, for an unknown indication. During the first week of the same month this report was received; a new peritoneal dialysis catheter was placed and the patient resumed peritoneal dialysis therapy. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. The outcome of the septic shock was not reported. No additional information is available